Manufacturer narrative:
Medtronic notifies you of this event upon becoming aware of it, even though the event may have occurred prior to that date. Please be informed that this information is collected via one hospital clinical service (this is not a clinical study). Medtronic is not the owner of the data, and does not have access to information that the site has not entered into the one hospital clinical service database. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 2 years 8 months following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was reported. No treatment for the moderate pvl was reported. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No images were provided to medtronic, so no image review could be performed. The valve remained implanted, so it was not returned to medtronic for analysis. Post-implant occurrence of paravalvular leak (pvl) after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.